Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified the device was fluid-free. The patch is not clearly visible. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported "any creases". The device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "spontaneous deflation" against a left side device. Device remains implanted.